Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix exceeded specification for the number of turns to extend and retract. The analyst commented that the helix would not extend due to the drive shaft lug being stuck behind the retraction stop.

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead was not able to be extended upon repositioning the lead. The lead was removed and the helix would still not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.